Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue could be replicated when utilizing the straight probe but no other instruments. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. It was reported that the behavior was consistent to a known anomaly in the medtronic navigation software anomaly tracking database. Confirmation of addition to the database has not been provided.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the screen on the navigation system would intermittently go blue while in the ear, nose & throat (ent) application software. It was reported that the issue would occur when using a probe alongside the instrument tracker. Blades were reported to be tracking without issue. The site troubleshooting the reported issue with a new tracker and different ports on the interface box of the navigation system without resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.